Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station no longer able to boot, after windows update. Customer had attempted to reboot the station multiple times, corrupting the operating system. A field service engineer (fse) reimaged solid state drive (ssd) to 1.7.3 software, had some network issues with facility, but all then were working and back on remote access software as well. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had been stuck at 7% during the rebooting process, and it had been like that for about 30 minutes. The customer had tried unplugging and plugging back the station, and had also attempted to reboot it, but there was no success. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.